Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. Date of event, operator of device and initial reporter also sent report to FDA are unknown. No product information has been provided to date.

Event description:
It was reported that the device had system fault failure. No patient injury was reported.

Manufacturer narrative:
Additional information received on 03-aug-2022 via email and attached in complaint object: no patient injury was reported. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated, error code 112 indicated during power up (loose drive rod and lead screw). Replaced drive rod and lead screw. The cause of the reported problem could not be determined. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review, corrected data: d4: correction: model number: 7400 h4: correction: device manufacturing date: 23-sep-2014.